Event description:
The service report shows that the 840 ventilator stopped cycling while in use on a patient. The customer support engineer inspected and tested the unit. The unit passed extended self testing.

Manufacturer narrative:
Npb has attempted to contact customer in regards to event. No customer response. Npb will notify FDA should further information becomes available.